Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/08/2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter failure. No additional patient or event information is available. The sensor was used past seven (7) days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.